Manufacturer narrative:
One sample was returned for evaluation. Visual inspection noted a cut on the airway at the balloon junction. The airway showed no sign of stretching or deformation. The sample appeared to have come in contact with a sharp object. All products are 100% leak tested prior to packaging. The instructions for use state: "guard against product damage by avoiding contact with sharp edges".

Manufacturer narrative:
The device is currently being investigated. When the manufacturer's investigation is complete, a follow-up report will be submitted detailing the results.

Event description:
A report was received explaining that a tracheostomy tube was found leaking at the "bulb" while it was in use with a patient (time is use was not reported). The patient's mother replaced the device with a new tracheostomy tube. No incident related medical sequela was reported.